Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was used during a procedure to treat a lesion located in the proximal left anterior descending (lad) artery. The target lesion was reported to have mild calcification and mild tortuousity. The lesion had 75% stenosis. No other abnormalities were reported in relation to anatomy. No damage was noted to packaging, and no issues noted when removing the device from the hoop/tray. The device was not inspected and negative prep was not performed. The device was intended to be used for pre-dilating the lesion. The lesion was not pre-dilated with another device prior to using the sprinter legend. Resistance was not encountered when advancing the device and no excessive force was used during delivery. It was reported that during the first inflation, a balloon burst occurred. 12 atms of pressure was applied. A sudden drop of pressure noted on the inflation device. The device was not moved/re-positioned prior to the burst. No balloon fragments remain in the patient. The physician completed the procedure. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: numerous kinks were evident along the hypotube. The balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon's working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a large longitudinal burst on the balloon material. The balloon material was jagged and uneven at the burst site. A kink was evident along the distal shaft, 13cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.